Manufacturer narrative:
Medtronic investigation of suspect computer finds that: the reported issue was confirmed. On initial power up, operating system loads and the background of application goes to large red x. A ''system access violation exception: attempted to read or write protected memory. This is often an indication that other memory is corrupt" is reported in error message. Visually, it is noted the display has off patterns and colors, and in raid and cmd menu there are random characters on the screen. Tech services console is not available within the application, therefore, patient data removal was not done. Task manager is functional. Virus scan was performed and was successful. Raid was successful, both drives initialized, however, upon start up boot mgr is missing and will not accept software load. Confirmed corrupted memory. The reported issue was confirmed to be caused by a hard drive malfunction. As previously reported the computer was replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement mvs computer shipped to site 06/21/2016. Suspect mvs computer returned to manufacturer for analysis and is under analysis. On 06/23/2016 a medtronic representative performed an imaging system check-out, all areas passed. Replaced mobile view station (mvs) computer, network data not recoverable. Advise hospital it department that the system is not configured for hospital network, they are requesting new network data for this imaging system. System performed as intended.

Event description:
A medtronic representative received a report from a site that their imaging system received corrupted data file errors when powered on. No further details regarding the behavior were provided. There was no patient present when this issue was identified.